Event description:
Patient reported obtaining a blood glucose result of ~ 200 mg/dl on the suspect device. Patient indicated that blood glucose was retested, on a physician's device, with a result of ~ 90 mg/dl (patient could not recall exact values). No adverse event was reported. Patient did not indicate if quality control testing had been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.